Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent to the flow line to test for flow accuracy however testing was not able to be completed due to a system error 345 that occurred. The cause of the reported 'wont go past 250.8' could not be determined. A review of the event history log did not identify any issues. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. The cause was identified to be the upstream thermistor out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not go past 250.8 during testing at the biomed service department. There was no patient involvement. No additional information is available.